Manufacturer narrative:
No report of injury, procedure delays or cancellations. During the reported event, the 3080 surgical table's leg section began to lower in an un-commended movement. When the drift movement was observed, user facility personnel re-energized the table's hydraulics with the hand control, successfully returning the table to the desired position. The user facility personnel stated there was no pump motor noise during the reported event confirming this was a drift and not a powered movement. The table was removed from service after the procedure. The 3080 surgical table has been in service for over 20 years. A steris technician arrived on-site to inspect the surgical table and identified the check valves in the hydraulic control block and associated hoses required repair. The technician replaced the table hydraulic control block and hoses, tested the unit, and returned the table to service. No additional issues have been reported.

Event description:
The user facility reported the leg section on their 3080 surgical table drifted downwards during a patient procedure.